Event description:
It was reported that during setup for a procedure at the user facility the neptune rover shocked an employee. The employee received treatment for their injury, and the procedure was completed successfully, with no surgical delay, medical intervention, or adverse consequences to the patient.

Event description:
It was reported that during setup for a procedure at the user facility the neptune rover shocked an employee. The employee received treatment for their injury, and the procedure was completed successfully, with no surgical delay, medical intervention, or adverse consequences to the patient.